Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the ventricular lead exhibited high thresholds in the target position. The doctor chose to remove and replace the lead. No patient complications have been reported as a result of this event.